Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges customer is receiving more insulin than what she confirmed. Caller reported customer has been hospitalized due to hypoglycemia; treatment received was not provided. Requested return of the alleged device for evaluation.